Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2024-00115 related manufacturer reference number: 1627487-2024-07288 it was reported that the patient's ipg was flipping in the pocket and caused the leads to be tangled. X-rays confirmed twiddler's syndrome. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure.